Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient lost their patient programmer and got a replacement which was programmed to help their symptoms and provide comfortable stimulation. The way the programmer was programmed, the patient had control and had occasional issues, but didn¿t have pain. The patient went to a new health care provider (hcp) last month and the nurse reprogrammed the programmer. The new programs either did not help the patient as much as they needed or caused pain when the patient had a bowel movement. The patient had uncomfortable stimulation and a return of bowel symptoms issues due to a sudden change in therapy or symptoms in (B)(6) 2016. The patient did not feel like they were evacuating completely. If the patient increased too much, they got shocked. The patient¿s therapy was turned on. The patient found their old programmer and wanted to see if the old settings could work now. The old programmer was working to read and operate on the last program they were on from their new programmer. The patient was having problems controlling their programmer, had user error, and accidentally turned stimulation off sometimes. The patient had issues getting the antenna paddle to sit right on their implant and because of user error could never get control of the programmer. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.